Manufacturer narrative:
Other, other text: one level 1 hotline low flow systems - hl-90 was returned for analysis. The device had wear and tear damage to the enclosure, front cover, tank cover, plate clip, line cord, and pole clamp. The analysis was started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on power switch. The reported issue was confirmed and found to be due to a faulty heater. The enclosure, tank cover, front cover, heater assembly, plate clip, line cord, pole clamp, and reflux plug were replaced.

Event description:
Information was received indicating that the level 1 hotline low flow systems - hl-90 is not heating. There were no adverse events reported.